Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5092109, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that after a permanent implant procedure, the patient ended up getting like an epidural hematoma. The patient underwent decompression and was reportedly doing well.